Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-58 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and the patient experienced pocket stimulation with unipolar pacing. The lead remains in use. No patient complications have been reported as a result of this event.